Manufacturer narrative:
A ge service rep performed an investigation. Found that the saved images were very light and the images appear to have been saved using a manual technique (customer selected) and not auto tracking. Discussed auto tracking with customer. Confirmed proper operation of auto tracking. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has problems sending images to dicom. There was no report of pt injury.